Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17715981 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a thrombectomy procedure, using a twenty (20) cc. Syringe, the physician de-clotted the patient and while removing the 55 cm. 7 fr. Mp a-1 guiding catheter through the hemostasis valve of the 4 cm. 7 fr. Non-cordis sheath, the catheter broke. The broken piece of the catheter was outside of the patient. No additional intervention was necessary. There was no reported patient injury. The product will be returned for inspection. Additional information received indicated that the distal third (3rd) of the catheter broke. There was no reported withdrawal difficulty or any additional intervention necessary in order to successfully remove the broken piece of catheter from the patient. There was no reported product issue with the sheath used. The separated portion of the catheter is also being returned with the remaining portion for inspection. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. There was no reported resistance met while advancing the device. There was no reported excessive torqueing of the product required. There was no reported resistance met while advancing the device over the guidewire. The device did not kink in the area of separation but it did kink mid shaft. There was no resistance met while withdrawing the device. The target lesion was a clotted left thigh graft. The target lesion was reported to be: not calcified or tortuous, not a chronic total occlusion (cto), and was a seventy percent (70%) stenosis. The product was stored properly per the instructions for use (IFU). There was no reported damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. Another mpa-1 catheter was used to complete the procedure successfully without patient injury after the reported product issue. No additional information is available.

Manufacturer narrative:
Additional information received indicated that the distal third (3rd) of the catheter broke. There was no reported withdrawal difficulty or any additional intervention necessary in order to successfully remove the broken piece of catheter from the patient. There was no reported product issue with the sheath used. The separated portion of the catheter is also being returned with the remaining portion for inspection. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. There was no reported resistance met while advancing the device. There was no reported excessive torquing of the product required. There was no reported resistance met while advancing the device over the guidewire. The device did not kink in the area of separation but it did kink mid shaft. There was no resistance met while withdrawing the device. The target lesion was a clotted left thigh graft. The target lesion was reported to be: not calcified or tortuous, not a chronic total occlusion (cto), and was a seventy percent (70%) stenosis. The product was stored properly per the instructions for use (IFU). There was no reported damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. Another mpa-1 catheter was used to complete the procedure successfully without patient injury after the reported product issue. No additional information is available. While removing a 55 cm. 7 fr. Mp a-1 guiding catheter through the hemostasis valve of a 4 cm. 7 fr. Non-cordis sheath during a thrombectomy procedure, the distal third of the catheter broke. A piece of the broken catheter was outside of the patient. There was no reported withdrawal difficulty or any additional intervention necessary to successfully remove the broken piece of catheter from the patient. There was no reported patient injury. Another mpa-1 catheter was used to complete the procedure successfully without patient injury after the reported product issue. The target lesion was a clotted left thigh graft. The target lesion was reported to be: not calcified or tortuous, not a chronic total occlusion (cto), and with a seventy percent stenosis. There was no reported resistance met while advancing the device. There was no reported excessive torquing of the product required. There was no reported resistance met while advancing the device over the guidewire. The device did not kink at the area of the separation, but it did kink mid shaft. There was no resistance met while withdrawing the device. There was no reported product issue with the sheath used. There were no other product issues noted after the procedure. The product was stored properly per the instructions for use (IFU). There was no reported damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No additional information is available. The device was not returned for analysis. A review of the manufacturing documentation associated with lot 17715981 was performed and no issues were noted that were related to the reported complaint. The reported ¿catheter (body/shaft) - separated - in-patient¿ and ¿catheter (body/shaft) ¿ kinked/bent ¿ in-patient¿ could not be confirmed as the device was not returned for analysis. Based on the limited information available for review, procedural and handling factors, as well as vessel characteristics of seventy percent stenosis, may have contributed to the event. According to the instructions for use, which is not intended as a mitigation, ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer). Advancement, manipulation and withdrawal of the guiding catheter should always be performed under fluoroscopic guidance.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.